Manufacturer narrative:
D3: corrected h3 and h6. Codes: updated. Device evaluation: the complaint was confirmed/duplicated through power up test and history review. Log shows internal battery slowly drained overtime. Unplugged and re-plugged the device into ac adapter and allowed to charge. The device now holds date/time as expected and no longer populates the reported error code. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing that error code 41786 was found. There was no patient involvement and harm reported.